Manufacturer narrative:
An event regarding disassociation involving a metal head was reported. The event was confirmed. Method and results: device evaluation and results: a material analysis was performed and concluded that ¿damage was observed on the accolade trunnion and v40 head taper. This damage was consistent with wear mechanisms due to the head taper and accolade stem trunnion losing their taper lock. No root cause of the loss of taper lock could be determined. Scratches were observed on the insert. This is a common damage mode of uhmwpe. No material or manufacturing defects were observed on the surfaces examined.¿ medical records received and evaluation: a review of the undated x-ray and material analysis report by a clinical consultant indicated: ¿no clinical or past medical history, no primary or revision operative reports, no date of the primary surgery, and no patient demographics are available on this case. Based upon the material analysis report and information available for review, no determination can be made regarding the cause of the loss of taper lock and subsequent taper deformity with disassociation of the prosthetic head in this case. No material or manufacturing defects were observed in the material analysis report.¿ device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced. This event was determined to be within the scope of ra 2016-028. Conclusion: the subject device has been identified to be within scope ra 2016-028. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr head. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Event description:
Patient stated that hip dislocated getting off of couch. He came to hospital and was seen by dr (B)(6).